Manufacturer narrative:
Additional, changed, and/or corrected data: a4 g1.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patients concerns with the product and "rupture". The device has been explanted.

Event description:
Health care professional reported right side exchange from textured to smooth implants due to the patients concerns with the product and "rupture". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health care professional reported right side exchange from textured to smooth implants due to the patients concerns with the product and "rupture" of a saline device. The device has been explanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: crease fold, wear abrasion, and an opening on radius. Leak test and microscopic analysis was performed which identified: a crease smooth opening on radius, a striated opening on anterior, a sharp opening on posterior, and sharp broken on plug strap. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on radius assessed as fold flaw opening. A striated opening on anterior assessed as surgical damage. A sharp opening on posterior assessed as an unidentified (tear) opening. Sharp broken on plug strap assessed as an unidentified (tear) opening."